Event description:
The lay user/patient contacted lifescan in 2006 and alleged that the display on this one touch ultra meter (serial number not provided) was cracked. The patient reported that he dropped the meter and the display shattered on the inside. He was unable to find the meter and therefore did not provide the serial number. It is not known when the patient dropped the meter. Around 10:15 am, he was experiencing dry mouth. However, he was unable to test on the meter and went to the hospital to have his blood glucose checked. Following the attempted use of the meter, the pt took his oral medications. The hospital meter result was 256 mg/dl. He did not receive any medical treatment or intervention. This complaint is reported because the pt was not able to test on the subject meter (due to cracked display) at the time he was experiencing hyperglycemic symptom. The hospital meter result which reflects serious injury, correlated with the patient's symptom. A replacement meter was sent to the lay user/patient.